Manufacturer narrative:
Insufficient information are available at the moment to determine if the collar contributed to the event. Circumstances are being investigated with the hospital.

Event description:
A patient wearing miami j collar had a respiratory arrest while sitting upright in a bed. The patient resumed ordinary breathing once lay flat and collar removed. The patient was diagnosed with pulmonary embolism.

Manufacturer narrative:
It was reported that respiratory arrest and pulmonary embolism occurred while wearing a miami j collar. There is insufficient information to determine the root cause or clear causal link. The likelihood of this type of failure leading to a hazardous event resulting in a serious or catastrophic injury is considered improbable. Based on the information provided, no further action is warranted at this time. We will continue to monitor.

Event description:
A patient wearing miami j collar had a respiratory arrest while sitting upright in a bed. The patient resumed ordinary breathing once lay flat and collar removed. The patient was diagnosed with pulmonary embolism.